Event description:
It was reported that the patient presented for the right atrial (ra) lead revision. The patient's ra lead was exhibiting noise leading to oversensing. Insulation damage was noted. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.